Manufacturer narrative:
Device manufacturing date is unavailable at this time. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The door switches were not sensing the door was closed. The factory setting of the nuts for the door close cable was incorrect. The representative readjusted the nuts. The lower right door turnbuckle was out of alignment. The turnbuckle was also adjusted.the issue resolved after adjusting the turnbuckle and door cable nuts. No parts were replaced.

Event description:
Information was received from a site representative regarding an imaging system outside of a procedure. It was reported that the gantry will not fully close. They will align, but will not close to the point where it is flush and can perform a spin. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: manufacture date provided in proper field. Correction: unique device identification (UDI) updated to proper value.